Manufacturer narrative:
Device evaluation: during investigation of the returned device the following was detected. A visual and functional test was carried out on the endoscope. The surface of the handgrip and housing shows signs of a chemical damage. The endoscope shows no image, no light output and no button function. Upon further review, the root cause of all three of the above-mentioned failures was damage to the gold fingers (card edge) on the ccu cable plug. There are many connections at the base that are not complete causing the failures, missing image and light. These defects are attributable to insufficient maintenance and care. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: light but no image. There is no information that the event caused a harm or serious injury to patient, user or third party.